Manufacturer narrative:
This report is based on information provided by a philips distributor and has been investigated by the philips complaint handling team. Philips received a complaint on the m3535a (heartstart mrx monitor/defib) indicating that the device failed the operation test and had low energy. Available details indicate that the distributor field service engineer (fse) evaluated the device. The operation check was run again and the device was checked with a defibrillator analyzer. Based on the information available, the cause of the reported problem was the high voltage (hv) capacitor. The therapy capacitor was replaced, the device returned to full functionality, and the device was returned to service at the customer site. The malfunctioning therapy capacitor will not be returned to philips for further investigation as the component will be scrapped if returned as defective. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : distributor field service engineer evaluated the device.

Event description:
It was reported to philips that the equipment failed the operational test and energy is low. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the m3535a (heartstart mrx monitor/defib) indicating that the device failed the operation test and had low energy. There was reportedly no patient involvement. Based on the information available, the cause of the reported problem was the high voltage (hv) capacitor. Available details indicate that the customer was provided with a quote for a replacement capacitor, but were awaiting the customer's response. Multiple attempts were made to obtain additional information associated with the complaint, including the resolution. However, no additional information was received. The device and components remain at the customer site, and will not be returned for further investigation. The information in the complaint investigation summary addresses the current investigation findings. No further investigation for this event is possible at this time. If additional information is received the complaint file will be reopened. H3 other text : distributor did not respond to requests for additional information.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the equipment failed the operational test and energy is low. There was no reported patient involvement.